Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her vision in the left eye was better prior to surgery. She reported she cannot read and her distance vision is blurry. She is also experiencing watery eyes/tearing in the left eye. Her right eye is also implanted and it is fine. She reported that her surgeon informed her the problem is due to some "clouding" over of the lens and her astigmatism. The surgeon had recommended a laser treatment. The consumer reported she is very upset that she cannot read and that her other eye is having to compensate for both eyes, causing her distance vision to be blurry. She stated that she did not have astigmatism before the surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There was not enough info provided from the account to properly complete an investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).